Manufacturer narrative:
Additional information in h6. H10: the device was received for evaluation with a minicap on the dark blue connector and the white twist clamp was in the closed position. A visual inspection with the naked eye and magnification noted that the light blue main body was cracke/broken in two places. There was some brown/yellow staining in the cracked areas of the main body. The reported condition was verified. The cause of the crack/damage was undetermined; however, was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted..

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a cracked twist clamp. This occurred during patient use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.